Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device under infused and gave a no disposable alarm. The remaining volume was 18-23ml. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.